Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also noted that the lead impedance trend is high. The thresholds were reprogrammed for safety margins and the lead remains in use pending further review. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012-(B)(6). (B)(4).